Event description:
Procedure: unk. Pt sex: unk. Reportedly, the balloon burst during utilization. No fragments fell into the surgical area. A new trocar was fitted and used and there was no significant delayed in the procedure time. There was no pt injury reported.